Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that visual inspection found outer insulation depression breached. No conductor fracture was found on the portion of lead returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: 4968-25 lead, implanted: (B)(6) 2004; 6721s-50 lead, implanted: (B)(6) 2004; 6937-35 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture. The ra (right atrial) lead was explanted and replaced. No patient complications have been reported as a result of this event.